Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/13/2020. H.6. Investigation: customer returned (1) 3/10cc, 6mm, 31g syringe in an open poly bag from lot # 9168940. Customer states that there are white flakes inside the insulin vial after drawing a few times. The returned syringe was examined and no fm was observed in or on any part of the returned syringe. A review of the device history record was completed for batch # 9168940 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200831325, 200831159] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that foreign matter was found before use with a syringe 0.3ml 31ga 6mm halfunit. The following information was provided by the initial reporter, "consumer reported that her insulin vial shows white, flaky particles inside after drawing insulin a few times. She contacted the insulin manufacturer and was told that the particles are from the medical grade lubricant that is applied to the needles. Consumer stated that she had to discard a few vials of insulin because she was afraid to use them after seeing the particles inside. Consumer does not re-use the needles."

Event description:
It was reported that foreign matter was found before use with a syringe 0.3ml 31ga 6mm halfunit. The following information was provided by the initial reporter, "consumer reported that her insulin vial shows white, flaky particles inside after drawing insulin a few times. She contacted the insulin manufacturer and was told that the particles are from the medical grade lubricant that is applied to the needles. Consumer stated that she had to discard a few vials of insulin because she was afraid to use them after seeing the particles inside. Consumer does not re-use the needles."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9168940 all inspections were performed per the applicable operations qc specifications. There were two notifications [200831325, 200831159] noted that did not pertain to the complaint. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a syringe 0.3ml 31ga 6mm halfunit. The following information was provided by the initial reporter, "consumer reported that her insulin vial shows white, flaky particles inside after drawing insulin a few times. She contacted the insulin manufacturer and was told that the particles are from the medical grade lubricant that is applied to the needles. Consumer stated that she had to discard a few vials of insulin because she was afraid to use them after seeing the particles inside. Consumer does not re-use the needles."